Manufacturer narrative:
Concomitant medical products: cmrm6133int absorbable antibacterial envelope, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection one month post implant of the cardiac resynchronization therapy pacemaker (crt-p) system. It was noted that an antibacterial envelope was also implanted with the system. The device, leads, and antibacterial envelope were explanted. No further patient complications have been reported as a result of this event.